Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had very difficult anatomy as the heart was extremely rotated. The physician encountered difficulties in deploying the leadless implantable pulse generator (ipg) as the delivery system was not fully releasing the device from the delivery cup. The system was removed and a small kink was noted at the end of the system. The physician test deployed the system outside of the patient's body without difficulty. The same system was implanted in the patient. There was low sensing values and high thresholds values. The physician elected to leave the leadless ipg implanted. No patient complications have been reported as a result of this event.